Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced continuous glucose monitor (cgm) inaccuracies and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. It was reported that the patient was receiving urgent low on the receiver and was feeling symptoms of being low and called 911. When the paramedics arrived, the patient's blood glucose (bg) from a finger stick was 25 mg/dl. The paramedics dosed the patient with glucose and noodle soup. After treatment was made, the patient's finger stick reading was at 74 mg/dl and the cgm was still showing low. The patient declined a trip to the hospital and stated that they experienced the inaccurate reading after they had been dosed by the paramedics. At the time of contact, the patient was doing okay. No additional patient or event information is available. Data was provided for evaluation. The reported event of inaccuracies was confirmed. A root cause could not be determined.